Event description:
Healthcare professional (hcp) reports four incidents of blood leak with the psn 210 dialyzer. All of the incidents occurred at the start of the patient's treatments and were noted on leak alarms. Blood leaks were verified with positive hemastix. Blood was not returned to the patients, with an estimated blood loss of 150cc per patient. All of the treatments were resumed with new disposables and completed without further incidents. No patient injuries or medical intervention reported per hcp.